Manufacturer narrative:
At this time no further information is available and our investigation is considered closed. If additional information is provided this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a full analysis of the product was completed. The communicator was returned with the power brick and visual inspection revealed a disengaged strain relief leading to the cord on the power brick; it was also noted that the power brick was deformed from heat. A burning smell was also noticed. The power brick failed the unloaded voltage check, and the voltage rapidly decreased upon measurement. It also failed to upload any significant voltage while plugged into an ac power source, and the cords green led was not on while plugged in. The counter and chat report information indicated that the power brick's failure was an out of the box failure. The power brick's case temperature became excessively hot after twenty minutes; this was measured from an area on top of the case adjacent to where the cord and strain relief exit the power brick. After measurements were made, a known good power brick was used to power on the communicator and the communicator passed all baseline checks. The damaged power brick allegation was confirmed.

Event description:
Boston scientific received information that during the initial set up of this latitude communicator the power cord made a buzzing noise and then melted. No adverse patient effects were noted. Requests have been made for the power cord and communicator to be returned to boston scientific for analysis.